Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history found no evidence of anomaly. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." And, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."

Event description:
Legal counsel reported patient's left hip was revised eleven years post implantation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record confirmed patient underwent a left hip revision due to metal-on-metal synovitis. During the revision, osteolysis and acetabular deficiency fracture were noted. Operative report further noted an acetabular bone grafting procedure due to osteolysis. The femoral stem was removed and replaced.